Event description:
The right cylinder is limiting the range of motion, so the front caster is not making contact with the ground.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.